Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe cut. Based on the result, we concluded that it was caused due to the the excessive force applied on the distal end with ccd module/us probe. In addition, our technician confirmed that the distal end with ccd module/us probe broken, the objective prism cloudy (not clear view), the light guide cable buckled, the us connector/junction cable (short) buckled, the root brace rubber (insertion flexible tube) cut, the light guide cable cut, and the right pulley wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.